Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported curves and asystole alarms from bed zi-14-f did not appear on the central in the night from (B)(6). In the meantime, the patient died. It is not known, with which m540 this event happened. It is described by the nurse who was present at this event, that because there was no data arrived at the central which displayed "no connection", he left the door slightly open in order to notice bedside alarms. When walking past the door at 1:30am he heard the bedside alarm. The patient already passed away.

Manufacturer narrative:
It was unknown which m540 was docked on the cited bed during the time of the event. Numerous m540 log files were sent for investigation. After investigating these logs, it was found that either no asystole alarms were found during the time of the event, or logs did not have any entries dating back to the event. Ics logs and a network capture were also provided. The network capture did not show any network issues, however, this was from after the event. Logs showed that the customer did have ics connection issues with some m540s during the time of the event. This was confirmed in the logs as "offline" messages were seen from the time of the event from other m540s. It cannot be concluded what the root cause of the reported failed alarm at central station was as the correct logs were not available. In this complaint, it was reported that the primary monitor still issued the asystole alarm as expected. The central station alerted the user about the connection loss. Both ics and iacs(m540) behaved as intended when encountering a connection loss.

Event description:
Please refer to initial report.